Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted with a prostyle device after a below the knee percutaneous transluminal angioplasty interventional procedure using a 6f sheath. Reportedly, a suture break occurred during knot advancement. The device was replaced with a second prostyle device, however, the needles did not take, a cuff miss [suture retrieval issue] occurred. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.